Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events including sepsis, bleeding, infection, and death that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. This section also outlines care instructions in reference to preventing infection, including exit site treatment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a urinary tract infection (uti) since (B)(6) 2023. They also had hematuria starting on (B)(6) 2023. A lot of hematuria was noted on (B)(6) 2023, so emergency embolization was performed. The condition improved. The patient's warfarin was temporarily discontinued. The patient experienced prolonged hospitalization. After one week, the patient's c-reactive protein (crp) was elevated and septic shock was observed. The patient passed away on (B)(6) 2023 due to septic shock.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.